Event description:
It was reported that the lead impedances for the left and right ventricles have deceased. Oversensing in the right ventricle was also noted. The leads remain implanted. No patient compllications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.